Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced an event where the patient forgot to remove needle guard on (B)(6) 2025 resulting in pain at infusion site. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary the information in this complaint 2140015 has been evaluated. The batch 6006635 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code insertion without removing needle guard. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results visual test according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6006635 was manufactured according to the wi version 112 and manufactured in the line 6, on 21/apr/2024, with a total of (B)(4) units. Trending: a query was run in database on 25/mar/2025 against malfunction code insertion without removing needle guard and lot 6006635 and other no more complaint have been registered in database for the same lot 6006635 and malfunction code. Conclusion summary of the related event. As a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production, another 1 complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.